Event description:
During a surgical procedure, the surgeon loaded the first band and fired with no issues. Loaded the second band and it would not fire, as a result, the second fallopian tube was cut when the ring would not fire. The surgeon used a gyrus forcep to cauterize the tube and finish the procedure. No other problems with the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.